Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral cutting guide. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
It was reported that during a primary procedure pin on back of cutting block got stuck in femur. Surgeon pulled out of femur and continued case.